Event description:
Surgeon was using long bovie tip and bowel was burned much higher up than the bovie tip. The tip was inspected and there was a small hole found in the blue insulation of the shaft of the bovie tip. The tip was removed from the sterile field immediately and another tip was opened. On (B)(6) 2016: (B)(6): notified of this event this am by operating room manager, (B)(6) states that she has identification of all bovie equipment involved. On (B)(6) 2016, pt injury occurred and was rectified with a single suture to the bowel. A picture of the bovie tip was taken by biomed and equipment was sent to manufacturer by (B)(6) for review. Swaraxa long bovie tip lawson #019956, lot/serial #(B)(4), catalog #0014 megadyne.